Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement and material deformation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no similar complaints reported for this lot. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. Stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or during preparation of the device may have contributed to the reported stent dislodgement and material deformation; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5x33mm xience skypoint stent delivery system (sds) was noted to have a flared stent with a dislodgement upon preparation. A 3.5x38 stent was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.